Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. All associated products are qualified for use in this combination. The product investigation could not identify a root cause. Not enough information was provided from the account to properly complete an investigation. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the haptic broke on insertion. The cartridge was reported to be a suspect product, contributing to the event. There was patient contact, but no harm was reported. The procedure was completed the same day. Additional information has been requested.